Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty in an in-stent restenosis of the right subclavian/brachiocephalic junction, the pta balloon allegedly ruptured at 12atm. There were no reported retraction issues. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 12mm x 2cm balloon. The balloon was kinked throughout the length of the catheter. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. Fiber disturbance was noted to the balloon 2.9cm from the distal tip. No other anomalies were noted to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire, and it passed with no issues. The inflation hub was then connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting from the fibers, 2.9cm from the distal tip. The balloon fibers were then stripped. The balloon was placed under microscopic magnification (12.5x) and a partial longitudinal and circumferential rupture was observed 2.9cm from the distal tip. Medical records review: medical records were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a partial circumferential and longitudinal rupture on the barrel of the balloon. The investigation is confirmed for material frayed, as the balloon fibers were frayed and loose at the location of the rupture. Per the reported event details, the pta balloon ruptured within a stent. It is unknown if the inflation within a stent contributed to the balloon rupture. The definitive root cause could not be determined based upon the available information. Labeling review: the current conquest pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty in an in-stent restenosis of the right subclavian/brachiocephalic junction, the pta balloon allegedly ruptured at 12atm. There were no reported retraction issues. There was no reported patient injury.